Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What tissue dehisced? Onset date/time of dehiscence? (# post op days) what was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Where was the break noted on the stratafix suture? (Termination, middle, end)? Can you describe the appearance of the stratafix suture during second procedure? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent an open total hysterectomy procedure on an unknown date and barbed suture was used on fascia of abdominal wall. The patient was fat and it was a high-risk case. After the patient sneezed, her condition worsened, leading to dehiscence. After the occurrence of dehiscence, a reoperation was performed to close the dehiscence. It was found that the suture breakage occurred. The patient's condition is stable after the reoperation. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/21/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: size and location of dehiscence? Abdominal fascia. Was there any medical or surgical intervention performed for the dehiscence, (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Re-suture in reoperation. Lot number? Unknown. Procedure and event date? Unknown. Additional information was received. The patient was female.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/21/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, weight, bmi at the time of index procedure: female. Date of index surgical procedure? Unknown. The diagnosis and indication for the index surgical procedure? Unknown. On what tissue was the suture used? Abdominal wall fascia. What tissue dehisced? The same as the device applied. Onset date/time of dehiscence? (# post op days) unknown. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Dr said ""the patient is high-risk and also fat."". Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Unknown. Were two reverse stitches performed across the incision prior to closure? Unknown. Please describe any surgical intervention required for the wound dehiscence including date and findings. Reoperation was performed and the site of dehiscence was closed. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Dr. Found the suture was broken in the reoperation. Where was the break noted on the stratafix suture? (Termination, middle, end)? Unknown. Can you describe the appearance of the stratafix suture during second procedure? The suture was broken. What symptoms did the patient experience following the index surgical procedure? Onset date? After the patient sneezes, the wound opens. Other relevant patient history/concomitant medications? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Dr said ""the patient is high-risk and also fat."" What is the patient's current status? The patient's condition is stable after the reoperation. Lot number?=>unknown.